Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture found during surgery. Device has been explanted and replaced .

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on february 05, 2024, with lot number 2509631. The device is a silicone device. Based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening on posterior assessed as fold flaw opening. Additional observations: stress marks observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side rupture found during surgery. Device has been explanted and replaced .

Event description:
Healthcare professional reported right side rupture found during surgery. Device has been explanted and replaced.

Manufacturer narrative:
Correction to g3: aware date of supplemental medwatch #1. Aware date should have been listed as 03/06/2024.